Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. About a month prior to the report, the patient started having a return of pain. This occurred on tuesday of each week and lasted until sunday when she charged the implantable neurostimulator (ins). The patient charged for 4 hours or so every sunday. The last time the patient was in the office for programming was at least more than a month prior to the report. The patient checked the diary and it showed ¿low battery¿ on either mondays or tuesdays every week. The patient¿s ins was set at 3.6v, a pulse width of 1,000 microseconds and a rate of 190 hz. The therapy impedance was 89 ohms at 31.091ma with 7 electrodes active. The recharger interval was calculated as 0.9 days based on the patient¿s current settings. It appeared that the patient¿s ins had been turning off shortly after charging and she hadn¿t checked her ins or charged it until the next sunday. It was further reported that the patient¿s battery was depleting after only 24-36 hours after charging. The patient had 7 electrodes that were used; 3 were cathodes at 8,9 and 10. The manufacturing representative was able to get the same stimulation coverage with a guarded cathode at 8,9 and 10 with a pulse width of 450 and a rate of 60. The patient was very pleased with the stimulation coverage and therapeutic effect.